Event description:
Leads did not appear to function properly when they were implanted. There was abnormally high lead impedance. This was of concern to the physician because the same thing happened a couple of weeks ago when implanting the same type of leads (i.e. Same catalog #, etc.) Those leads were not saved, as it was the first time an event like this has happened.